Event description:
It was reported that the arcticsun device was displaying suboptimal flow rate. The device was removed from the patient at the time of the call, but the nurse requested to troubleshoot the issue. With the neonatal pad attached, the device was stopped and the pads were emptied, but failed. The pads were then disconnected and placed in manual control. The inlet pressure was -5.8psi, the circulation pump command was 19%, and the flow rate was 0.2l/min. The nurse was advised to have the device sent to the biomed. Per additional information received via ms&s on 01nov2019, biomed put the device in manual control. The inlet pressure was -7psi, flow rate was 1.6l/min, and the circulation pump command was at 46%. While troubleshooting with ms&s, the flow rate dropped to 0l/min, and the inlet pressured went to 11psi. There was a low internal flow alarm (alarm 41). Additional information was received form the charge nurse on 08nov2019 that the patient completed therapy on a second device.

Manufacturer narrative:
Per additional information received, bd has determined that this is a duplicate record with the event previously being captured. Therefore, this MDR will be retracted. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was displaying suboptimal flow rate. The device was removed from the patient at the time of the call, but the nurse requested to troubleshoot the issue. With the neonatal pad attached, the device was stopped and the pads were emptied, but failed. The pads were then disconnected and placed in manual control. The inlet pressure was -5.8psi, the circulation pump command was 19%, and the flow rate was 0.2l/min. The nurse was advised to have the device sent to the biomed. Per additional information received via ms&s on (B)(6) 2019, biomed put the device in manual control. The inlet pressure was -7psi, flow rate was 1.6l/min, and the circulation pump command was at 46%. While troubleshooting with ms&s, the flow rate dropped to 0l/min, and the inlet pressured went to 11psi. There was a low internal flow alarm (alarm 41). Additional information was received form the charge nurse on (B)(6) 2019 that the patient completed therapy on a second device.